Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was experiencing a lot of dyskinesia as of two days prior to this report, but they could not turn therapy off. The consumer was seeing an unfamiliar screen and icons. It was reported that the programmer was in ¿icon mode¿. The consumer was instructed on how to switch to ¿text mode¿ and turn therapy off. No further complications were reported.